Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial/lot #: (B)(4), product ID: 37791, serial/lot #: unknown. The event date is an estimation. Analysis of the desktop charger (serial number: (B)(4)) revealed the connector pin was broken. The following codes pertains to the ins (serial number: (B)(4)): (B)(4). The following codes pertains to the desktop charger (serial number: (B)(4)): (B)(4). The following codes pertains to the recharger antenna (serial number: unknown): (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharging system was broken and the manufacturer representative (rep) directed them to contact patient services to request replacement. The patient's friend/family called and reported that the molded plastic on the metal piece was separated and cannot charge the recharger since 3 days ago. They also reported that the implantable neurostimulator recharger (insr) antenna was frayed and the patient was unable to charge their implant. The patient was in the hospital due to their parkinson's and was not able to charge their implant two weeks ago. No out of box failure was reported. Additional information was received on 2020-jan-23 from a manufacturer representative (rep). It was reported that the patient's parkinson's symptoms were worsened when the battery depleted and could not deliver therapy. It was clarified that the implantable neurostimulator recharger (insr) antenna was frayed/recharger was not working and would not charge the implantable neurostimulator (ins).

Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. Product ID 37791, serial# unknown, product type: recharger. Product ID 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating he was only aware of one hospitalization. It was unknown if the device resolved the issues.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from health care provider (hcp) via the manufacturer representative (rep). It was reported that the patient was hospitalized yesterday for worsening symptoms. Patient had not charged their device and the battery depleted. Physician used the patient recharger to check system and the battery was off. Patient was instructed to charge the ins and use the programmer to turn therapy back on. The issue was not resolved at the time of the report.